Event description:
It was reported that visible air occurred. During a pulse field ablation procedure, faradrive steerable sheath was advanced into patient anatomy and dilator was removed. While aspirating the faradrive steerable sheath, the air was observed in the sheath. Faradriver steerable sheath was removed from the patient anatomy and continue the procedure with a new faradrive steerable sheath. No patient complications were reported. The procedure was completed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.